Event description:
It was reported that approximately 6 years following implant, the left ventricular (lv) lead exhibited no capture and the patient was brought in for a lead revision. It was noted that the lv lead had been previously turned off. On an x-ray, it was noted that the lv lead had been pulled back into the coronary sinus. The removal of the old lv lead was unsuccessful. The lv lead was capped and the case will be attempted again at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.